Manufacturer narrative:
(B)(4).

Event description:
It was reported that following pump explant due to infection (please refer to MFR report # 3004209178-2013-06195 for this event) once healed the patient underwent a stimulation device implant. At the time of implant the healthcare provider had indicated to the patient that the catheter had tissue growing around it and it made it very difficult to explant and that it was "disintegrating". Patient continued to fight with pain and took po dilaudid and wore tdd fentanyl, daily. Healthcare provider had also tried to put a "sheath" on the nerve to help the patient. This was also reported partly in MFR report # 3004209178-2013-06195 follow-up # 4 {once healed patient had stimulation device implanted (another manufacturer). At that time it was stated that the catheter and previous stimulation device wires had tissue growing around them and it made them very difficult to explant and that they were "disintegrating". Patient had 42 staples in his back after they explanted the prior stimulation device wires}. Further information regarding this event will be reported in this MFR report.